Manufacturer narrative:
Sample was lithium heparin plasma with a gel barrier. Qc is performed once every 24 hours and was within the customer's established ranges prior to and after the event. Service was offered but declined by the customer. The customer is not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a tsh result of 16.22uiu/ml which was above the normal reference range generated by the access 2 immunoassay system. Upon repeat testing the result was 2.44uiu/ml and when tested on a different instrument, the result was 2.45uiu/ml which was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.